Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Despite attempts to use different wall adapters and charging cables, the pump indicated charging but did not increase in battery percentage. Cts resolved the issue by sending a replacement pump to the customer, who was instructed to return the problematic pump to tandem. The customer was informed about the steps needed for the replacement and acknowledged the instructions.